Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #p2l0038) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Amedtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) s6 (segment 6) area resection, at the time of artery 6 (a6) resection, although it was difficult to fire, firing could be done to the end. After completing the firing, retracting the knife proved extremely difficult. It was noted that the bending was 4 steps to the left, and it only returned to the first step during release. Due to it being immediately after firing into a6, it was released carefully, and it took about 10 minutes to complete the release. Treatment intervention was not performed/not necessary. There was no patient injury.